Event description:
Physician performed endometrial biopsy on 11/16/93. Results negative. Pt called physician on 11/17/93 stating she had abdominal pain and fever. She was admitted tohospital. Cervical culture, urine culture, and blood culture were performed. Pt was diagnosed with beta-strep infection of cervix. She was treated with rocephin, flagyl, and erthromycin. She was also given tylenol with codeine for pain. Pt was discharged fromhospital 11/22/93. She is doing much better. She did develop an allergy to one of the antibiotics. Physician is not sure which one. She is scheduled for follow-up exam in one week.